Event description:
It was reported that during a research study search, this peritoneal dialysis (pd) patient reported experiencing peritonitis at some point during their time on pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic with generalized abdominal pain on (B)(6) 2020. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was administered a loading dose of intraperitoneal (ip) antibiotics with vancomycin 2g and ip ceftazidime 1g. The culture resulted positive for klebsiella oxytoca. The patient¿s antibiotics were adjusted, and the patient was prescribed ip vancomycin 2g every 5 days for 14 days and ip ceftazidime 1g daily for 14 days. The patient was not hospitalized for the peritonitis event and was able to continue pd therapy utilizing the same liberty select cycler during recovery. The cause of the peritonitis was not confirmed. The patient did not report any cassette leak or breach in aseptic technique. According to the pdrn, the patient had a colonoscopy prior to the peritonitis event and the gastroenterologist did not prescribe any prophylactic antibiotics for the patient prior to that procedure. The pdrn stated this could have caused the peritonitis, but it was not confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a possible temporal relationship between pd therapy with the liberty select cycler and cycler set and the patient event of peritonitis; although it cannot be concluded when and how the patient was introduced to the infecting pathogen. The patient¿s pdrn stated the patient had a colonoscopy prior to the diagnosis with no prophylactic antibiotics administered. The international society of peritoneal dialysis (ispd) recommends prophylactic antibiotics for any pd patient prior to undergoing a colonoscopy as it increases the risk of peritonitis in pd patients. The culture results of klebsiella oxytoca, a bacterium which can be found in the intestines and known to be an opportunistic pathogen supports the suspicion that the peritonitis resulted from the patient¿s colonoscopy. Additionally, the patient did not experience any cassette leak or any breach in aseptic technique prior to the peritonitis diagnosis. Although a cause has not been confirmed, based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that during a research study search, this peritoneal dialysis (pd) patient reported experiencing peritonitis at some point during their time on pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic with generalized abdominal pain on (B)(6) 2020. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was administered a loading dose of intraperitoneal (ip) antibiotics with vancomycin 2g and ip ceftazidime 1g. The culture resulted positive for klebsiella oxytoca. The patient¿s antibiotics were adjusted, and the patient was prescribed ip vancomycin 2g every 5 days for 14 days and ip ceftazidime 1g daily for 14 days. The patient was not hospitalized for the peritonitis event and was able to continue pd therapy utilizing the same liberty select cycler during recovery. The cause of the peritonitis was not confirmed. The patient did not report any cassette leak or breach in aseptic technique. According to the pdrn, the patient had a colonoscopy prior to the peritonitis event and the gastroenterologist did not prescribe any prophylactic antibiotics for the patient prior to that procedure. The pdrn stated this could have caused the peritonitis, but it was not confirmed.